Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 748251, serial#: (B)(6), product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that the surgeon brought the patient to the operating room, planned for extension revision on the right. They couldn¿t remove the old extension from the lead due to the screws just spinning without releasing. The physician tried a new screw driver just in case and the screws still spun without releasing. The physician changed 64001 (adaptor) instead. (A tunneler, extension and screw driver were opened and not used, will credit for this). Impedances were all ok, similar to pre-op impedances.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator; product ID: 748251, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that it was clarified that the screw spinning without resetting was for the extension. The cause of this was unknown. It was also unknown if the surgery resolved the issue, but there weren't any further reports of shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the extension was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of periodic shocking in their right breast pocket then left sided pulling through the side of their face and down their arm. It was considered intermittent. The patient reported they thought the device also turned off once in (B)(6). The patient reported they also had several dystonia meds they had been on for years and had complications with those as well, including pain. Both ins¿ had impedance checks and all systems were within normal limits. The usage was looked at and there weren¿t any time periods of the device being off in the (B)(6) time frame. The patient then touched their right chest ins and felt shocking, then had the left side pulling in the clinic for 30 seconds. The clinician quickly grabbed the patient programmer and turned that device off and the patient had some relief at that point. The left battery was off for a few minutes, but the patient complained dystonia was coming back in their neck. The patient preferred x-rays to see of any visual complications. The issue wasn¿t resolved. A file was also grabbed on the right ins in case of see if the device was off, and for any error messages that could have occurred, although the patient didn¿t report any error messages. No surgical intervention occurred, but would follow up for more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ins shocking when being touched wasn¿t determined. It also wasn¿t known if there were any surgeries to resolve the issue, as well as the resolution of the issue itself.